Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted and the pusher wire was discarded at the user facility; therefore, a product analysis could not be performed. The root cause could not be determined.

Event description:
It was reported that treatment was performed on a large ruptured aneurysm in the left paraclinoid internal carotid artery. After placement of a v-trak embolization coil in the aneurysm, the coil would not detach. Several attempts were made to detach the coil; however, they were unsuccessful. During removal of the coil, the coil stretched and then unexpectedly detached, leaving part of the implant coil in the parent vessel. Multiple coils were then placed in the parent vessel until it was totally occluded. The patient's condition was reported to be "normal" immediately after the event. The patient's current status is unknown.